Event description:
A customer reported receiving imprecise readings on her precision xtra/optium blood glucose meter. The customer reported receiving a "hi" (a hi message indicates a reading greater than 500 mg/dl) and 83 mg/dl. When plotting the readings against the average on a parkes error grid, the result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention. The customer also reported she took her diabetes medication to counteract the event. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned the meter. The complaint is under investigation, and a follow up report will be filed once the investigation is completed. Note: it should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl.